Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable network was suspected to cause the reported issue and was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the surgery, the imaging device was able to successfully complete scout images and the initial 3d spin. Upon attempting a post-op spin, the system was unable to spin. Surgery was completed with a delay of less than one hour, using imaging and navigation. There was no reported impact on patient outcome.